Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire additional info on pt status. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had changes in mentation that morning on exam, but was able to grasp on with both hands; follow commands and move feet appropriately. X-ray "more wet" so given IV diuretics, blood for hgb of 7.9 and placed on bi-level positive airway pressure (bipap). Echo was reviewed with cardiology and they felt her lv was larger and the rv was hypokinetic. Initially they were going to ramp up her speed 200 rpms. Vital signs were stable and her neurologic status was satisfactory. Approx 40 minutes later it was noted that there was clearly something neurologically wrong. The pt could not follow commands with her left arm or left leg. Vital signs remained stable but her map was in the mid 60's and vad numbers stable. Left pupil reacted sluggishly with right eye deviated up laterally. She squeezed well and moved her right arm and leg well. Pt went for CT head which showed no bleed. Neuro consult feels she has had a big mca stroke in setting of new onset afib, her inr is 2.4 (2.1 prior). Amio given, intubated for airway protection. No bleeding source found. Epi and dopa were started for bp support.